Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 at upper buttocks insertion site and infusion set was used for ten hours. Blood glucose level was high at the time of the event and patient took insulin injections to resolve the issue.

Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.